Event description:
A customer observed non reproducable patient results on three samples collected from two patients using vitros immunodiagnostics product b-hcg ii reagent with a vitros eci system. One patient result was reported. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event has determined that the root cause was instrument related. An ocd field engineer visited the site and performed repairs to the reagent metering system and returned the device to expected operation. Additionally, it was discovered that the customer was performing pre-analytical sample handling that was not in accordance with the sample tube manufactures instructions for use. The customer was advised to adhere to the tube manufactures instructions for use.